Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned to evaluate the report of an error 1870 code. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. An event history log, ehl, was reviewed and no evidence of the error code was found. The reported issue could not be duplicated however, the device was double beeping. The downstream sensor was replaced during the investigation. No further actions were taken.

Event description:
Information was received indicating that a smiths medical pump presented with error 1870. There were no reported adverse events.